Manufacturer narrative:
(B)(4). Concomitant devices - persona tibia cemented 5 degree stemmed left size d: catalog #:42532006701 lot #: 64764945. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827 - 2021 - 00001, 3007963827 - 2021 - 00002. Investigation incomplete.

Event description:
It was reported that articular surface couldn¿t sit well on tibia tray upon implanting. The surgeon then removed, and tried to sit the surface again. After 3 attempts, the implant was removed due to not sitting properly. The procedure was delayed for 30 minutes, the surgeon had to wait for cement to set before trying to put in again. A new implant of a larger size was implanted successfully. Attempts have been made, however, no additional information is available at this time. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated, however, the reported event could not be confirmed. Visual examination of the returned articular surface showed signs of use (nicked/gouged) and the dovetail feature was flared. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.